Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient last charged the ipg approximately one and a half years ago. As such, the ipg became inoperable. Patient is also experiencing burning sensation at the ipg site. Surgical intervention took place wherein the device was explanted and replaced. Effective therapy was restored.